Event description:
Additional information reported that the patient underwent a catheter revision on (B)(6) 2012. It was believed that there was an occlusion (calcification) at the distal/spinal end of the catheter. At the time the information was reported the patient remained in the hospital with pneumonia.

Event description:
It was reported that the health care provider had reviewed the patient's file and determined that her increase in baclofen had been substantial and he planned to check the delivery system. The reporter indicated about 1 year ago the patient's catheter was spliced when the patient had experienced a negative symptom; stiffness. A test then had revealed a catheter leak. The reporter also indicated that the increases were before the revision and did not feel that there was a problem with the pump; the increases were after the patient's bouts with pneumonia. A dye test was planned. The pump was used to deliver lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8703w, lot # l40843, implanted on: (B)(6) 1997, explanted on: unknown (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed no significant anomalies (returned in segments). (B)(4).

Event description:
Additional information: it was reported that in (B)(6) 2011, the catheter was "plugged" and was replaced. In (B)(6) 2012, the catheter was again found to be "plugged". The pump and catheter were replaced in (B)(6) 2012. The reported noted that the patient was put on a dose of 100mcg/day and was increased to 200mcg/day.

Manufacturer narrative:
Product ID, neu_unknown_cath serial# unknown, explanted: 2012 (B)(6), product type catheter product ID, 8703w lot# l40843, explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).